Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2008 and was not subject to UDI requirements. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no there was no reported patient involvement. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that while transporting a patient on the device in nppv mode, the device shut off without any alarms. When the device was powered back on, it came up with a reset alarm and would not run. They were able to ventilate the patient with an alternative method, and no patient harm was reported.

Manufacturer narrative:
H3: findings/root cause: the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. The customer advised that the vent had a defective mainboard which he had in stock, and after replacing the defective mainboard, the vent functioned properly without any issues.

Event description:
Investigation was completed; however, no product was returned for investigation.